Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 and (B)(6) 2022, a (B)(6)-year-old female child patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was 116 mg/dl for first event and 168 mg/dl for the second event, respectively. The infusion set had been used for two and a half days for both the events. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.